Event description:
The plaintiff's attorney alleged that in august 2009, after use of product, the decedent developed repeated peritonitis and subsequently expired after peritonitis related sepsis on 12/20/2009.

Manufacturer narrative:
This event is for the same pt involving three separate products; associated mdrs # 8030665-2013-00977, 2937457-2013-00596 and 1713747-2013-99982.